Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. There was an open clamp on an unused supply line. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the hp on (B)(6) 2011. She confirmed that the alarm was caused by an open clamp. The patient had seen air in the lines, and stated that she had contacted her nurse regarding the event. Bps contacted the registered nurse on (B)(6) 2011. She stated that she was not aware of the alarm, but stated that she had recently seen the patient. The hp was doing well and continuing with her therapy. Bps informed the nurse of the user error and the air in the line. There were no adverse effects reported in relation to this incident, and therapy has been going well since. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress under (B)(4).

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This complaint for a report of a system error 2240 was confirmed. The root cause was user error - open clamp. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.